Manufacturer narrative:
As received, a complete lead was returned in one piece and the helix was retracted. Visual inspection of the lead revealed no anomalies. There was no blood/tissue observed inside the helix housing. Without cleaning, the helix could be extended and retracted. Electrical testing did not find any indication of conductor fractures or internal shorts. Therefore the alleged helix malfunction was not confirmed.

Event description:
During a procedure, the helix would not extend from the right ventricular lead. The lead was replaced and the patient was stable.